Event description:
It was reported from (B)(6) by the distributor that patient had an ischemic stroke. Neurologic status was assessed. Patient is doing well without aftermath. He is stable and doing fine at home. No other information is available at this time.

Manufacturer narrative:
The device(s) listed in this report is (are) used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The device was not returned to the manufacturer for evaluation as it remains implanted in patient. There is no indication of any device performance issues contributing to the event. Per the instructions for use (IFU): serious and life threatening adverse events, including death and stroke have been associated with use of this device as outlined in the instructions for use (IFU). The IFU indicates that anticoagulation should be individualized for each patient. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware cqp005, corporate quality plan- complaint management process, and routine complaint file investigation activities.